Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip delivery system (cds) was inserted into the patient anatomy and advanced into the left atrium (la). During gripper orientation it was noted one gripper would not lower. Troubleshooting was unsuccessful and the cds was replaced. Two clips were implanted reducing the mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.